Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for two episodes for nsln. It was determined that the episodes were caused by pvc. Device was reprogramed and left implanted.